Event description:
Horizon pump IV set malfunctioned twice. IV pump would not work with the tubing and infuse the medication. [This was not user error. It was reported to be a tubing problem not a pump problem. The lots of this tubing were pulled from the shelves.]